Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Usb issue was found to be intermittent. Cleaned usb, device functioned as intended. The device passed all functional tests after preventative maintenance.

Event description:
It was reported that the usb port was not communicating after recent flat rate repair. The event occurred during testing. There was no patient involvement.